Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3222695 d4. Medical device expiration date: 28-feb-2025 h4. Device manufacture date: 10-aug-2023 e.1 initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube, the tubes were not filling to the minimum fill line. There were no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of underfill was not observed. 100 production lot in-house retention samples from both lots were inspected with 0 visible defects. A draw test was performed at the manufacturing site on 10 retention samples from both lots. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube, the tubes were not filling to the minimum fill line. There were no health impact or consequences reported.